Event description:
It was reported the lead exhibited intermittent loss of ventricular capture. The physician elected to remove the lead. During the replacement procedure loss of ventricular capture was observed on the replacement lead when connected to the old pulse generator, so the physician replaced the old pulse generator as well.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.